Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were not present in the instrument. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.